Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The report that the device failed battery test is attributed to a possible error in battery conditioning. The report that the device had network issues was confirmed as a failure of the wireless network card. Thorough laboratory testing performed on the suspect pcu found the pcu performing with no errors or malfunctions. Inspection of the suspect pcu both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The pcu passed all preventive maintenance tests using asm v12.5. Optimal battery conditioning was performed in maintenance mode and completed successfully. During network card testing, a network communication error was observed. A known good wireless network card was installed from designated complaint handling unit (dchu), and the connection was successful. In functional testing, the pcu infused until the battery discharged, and the battery temperature during charging was within the specified limits. The bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. Per the bd alaris user manual v12.3.1, leave the power cord connected to a hospital grade ac power source whenever available. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. There was no patient involvement reported. The devices are used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace wireless network card of suspect pcu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device was overheating was not confirmed. The reported issue could not be replicated during laboratory testing. The report that the device failed battery test is attributed to a possible error in battery conditioning. The report that the device had network issues was confirmed as a failure of the wireless network card. Thorough laboratory testing performed on the suspect pcu found the pcu performing with no errors or malfunctions. Inspection of the suspect pcu both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The pcu passed all preventive maintenance tests using asm v12.5. Optimal battery conditioning was performed in maintenance mode and completed successfully. During network card testing, a network communication error was observed. A known good wireless network card was installed from designated complaint handling unit (dchu), and the connection was successful. In functional testing, the pcu infused until the battery discharged, and the battery temperature during charging was within the specified limits. The bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. Per the bd alaris user manual v12.3.1, leave the power cord connected to a hospital grade ac power source whenever available. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. There was no patient involvement reported. The devices are used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Please replace wireless network card of suspect pcu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was over heating, failed battery test and had network issue. There was no patient involvement.